Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The manufacturing process of the device did not contribute to the reported event. A visual inspection of the returned device confirmed the stated failure mode. The device was severely worn and damaged. The post was also fractured from the device. The fractured component was not returned with the device. The device was also discolored along the surface likely from extended exposure to bodily fluids. A review of complaint history did not reveal similar events for the listed device. The clinical/medical evaluation concluded that this case reports, after an unspecified knee surgery, a revision was performed due to a worn and fractured poly post. The date of the primary knee surgery and other additional requested information was not provided. The patient¿s current health status is unknown. Without clinically relevant information for evaluation, the root cause of the reported events cannot be definitively concluded. Further patient impact beyond the reported worn, fractured poly and revision could not be assessed. No further medical assessment could be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a knee surgery had been performed, the journ art ins bcs std 5-6 lt13 was worn and fractured. This adverse event was solved by revision surgery on (B)(6) 2021. Current health status of patient is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).